Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, after some time into the surgery, the display on the pump would get lines and/or blank out entirely. Prior to cpb, the roller pump started up and ran fine. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: according to the perfusionist (ccp), no issues were observed during set-up of the circuit and this was the arterial roller pump. During cpb, the local display had lines running through the display and later the local display blanked out completely. There was no issue with control of the pump as the pump speed could be changed with both the local knob and the central control monitor (ccm) slider. There was no loss of power to the pump and the arterial pump flow rate was displayed on the ccm. There were no issues with the ability to provide the desired flow rate. The pump continued to be used during the case and the pump was changed out after the case was completed. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
Per technical support, the user facility¿s biomedical engineer (biomed) opened the pump to see if there was a loose connection to the display but all seemed okay.